Manufacturer narrative:
The complete device part number was not reported. The reported part number identified the general model of the instrument set, but not the specific instrument set configuration. A part number for a specific instrument set was entered as 200-5560-ucu on this form 3500a based on the procedure reported (cubital tunnel release). It is possible that a different instrument set configuration was used. Note: 08/14/2025 is an estimated date of occurence, a definitive date of occurence was not supplied. The initial notification stated that the operation took place "a few weeks ago" from (B)(6) 2025. We apologize for the delay in submitting this report. There was an oversight in scheduling the report prior to the due date, coupled with delays with the esg gateway account. We are taking measures to ensure better tracking and timely reporting of reportable events.

Event description:
During a cubital tunnel release procedure with a seg-way instrument set., the physician reported the patient's ulnar nerve was severed.

Event description:
During a cubital tunnel release procedure with a seg-way instrument set, the physician reported the patient's ulnar nerve was severed. The physician transected the ulnar nerve on proximal end of the cut. The physician thinks the guide opened on the proximal end due to tissue thickness, opening up the end of the sheath. The physician did not see the nerve in the guide. Two additional procedures followed the initial cubital tunnel release procedure. The physician reconstructed with cadaveric allograft on (B)(6) 2025, and then performed a nerve transfer a few weeks later. Patient is doing well.

Manufacturer narrative:
Follow-up report #01. Sections a2, a3a, b3, b4, b5, g6, h2, h6 and h11 have been updated with new information. Further information regarding the details of the procedure and the patient was provided by the initial reporter which has been reflected in the aforementioned sections above. The description was amended to include addtional procedures following the initial event and the status of the patient. Additionally, a correction was made to section b3 as the previous date depicted was an estimate, which we had mentioned in the initial form 3500a submission.